Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:perspiration of right device no rupture, no major periprosthetic fluid leakage.

Event description:
Medical staff reported perspiration of right device no rupture, no major periprosthetic fluid leakage. Device has been explanted.

Event description:
Medical staff reported perspiration of right device no rupture, no major periprosthetic fluid leakage. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ gel bleed: no observed gel bleed on the device. Additional observations: ¿ deformation device observed on the device. ¿ yellow particles and crease fold observed on the device. No further actions are required as the device was implanted.